Event description:
The 36cm long ascent harmonic ace scalpel was used one time and then it would not work again. This device passed the self test prior to use. The catalog and lot numbers for this device were ace36p and 161406 respectively.